Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to press. The customer blood glucose level was unknown. Customer stated that batteries are probably lasting 6 days or less, but he¿s not sure, as the top of the display didn't work, so he can¿t see battery life. Customer also stated that crack in display window also a random and unexplained no delivery alarms. The device will not be returned for analysis.